Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. While on support, the aic failed at start. When impella console was turned on for use during a case, the controller had an error message that said, ¿controller error, switch to back-up controller,¿ and none of the soft keys or rotary knob worked. A backup controller was used and there was no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported controller error (yellow alarm) issue has been completed. The product was returned, and the issue was confirmed. Console logs from the reported day of event are consistent with the complaint and show kbd communication errors and associated alarm (# 24) on the day believed to be (B)(6) 2022. The entries in console logs had incorrect timestamps ( (B)(6) 2011 ) due to, what was later determined, rtc coin cell battery issue. On the day of reported issues and kbd comm alarms, there is no entries in the log that would indicate soft-key presses, however aic shutdown was invoked by power-button press and confirmed by rotary push-button press which is inconsistent with complaint claim that rpm did not work at all. On the day prior to (B)(6) 2022, log data shows that soft-key presses were registered, and also timestamps were correct ("(B)(6) 2022"). Console was tested in danvers, but the kbd communication issue was not reproduced during repeated power-cycling. Prior to testing, the rtc battery was replaced to assure proper timestamps, but also it's been discovered that one of the terminals of the coin cell battery holder on the 4-in-1 carrier was not making proper mechanical and electrical contact with the battery. The rtc issue is unrelated to any kbd communication issues. The communication error and alarm could have been due to issue with either of the components involved in said communication. Per the results of the clinical review and investigation: the root cause was determined to be most likely a defective 4-in-1 board. This report is being filed as part of a retrospective review of historical records.